Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having difficulty breathing/short of breath, copd, asthma, chronic berylliosin, chronic bronchitis, chronic laryngitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having difficulty breathing/short of breath, copd, asthma, chronic berylliosin, chronic bronchitis, chronic laryngitis. A correction to b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Based on information available at the time of this review, there is no allegation of any serious injury that is directly related to or caused by use of their device. The patient admitted to not using their device, therefore this alleged harm does not meet the definition of a reportable event. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section b7 has been updated in this report. Section b5 email address has been updated in this report. Section h6 health effect - impact code has been corrected and type of investigation, investigation findings, investigation conclusions has been updated in this report.